Event description:
A care giver (cg) had contacted product surveillance (ps) regarding a connection issue before use. The cg stated that he had this problem before two weeks ago where he spiked 3 bags and while the home patient (hp) was in dwell 3 - the spike had disconnected from the bag. Product surveillance spoke with the caregiver (cg) on (B)(4) 2012 regarding a connection issue. The caregiver (cg) clarified that the home patient (hp) is using luer cassette set as well as luer bags to connect with it. There were no spikes involved in the process. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.